Event description:
It was reported that it was not possible to interrogate the device. The green light on the programmer "flashes," but will not interrogate. It is unknown if the device has been explanted yet, however replacement was recommended. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.